Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged. A snare was used to pull the valve up, but the lower end of the valve frame was fixed at the annulus and it would not move. The valve was left in this position and a non-medtronic valve was implanted. No additional adverse patient effects were reported.